Event description:
Event description boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) detected deterioration of sensing and pacing function on this defibrillation lead. There was allegation of undersensing.